Manufacturer narrative:
Problem statement: it was reported to philips that the device stopped showing the patient's rhythm during treatment for cardiac arrest. Patient involvement: the patient involved was being treated for cardiac arrest. Information regarding the event details and patient characteristics were requested but the customer did not provide the information. Device evaluation: the device was received by the philips bench repair on (B)(6) 2018. Upon evaluation of the device, the bench repair technician was unable to replicate the customer's reported failure. A definitive cause for the failure could not be determined. It was noted that during the evaluation, an internal memory failure was discovered which was related to the processor pca. As an ECG signal must travel through the processor pca to function properly, it was unknown if this specific fault involving the processor pca could have caused or contributed to the reported event. Based on the conclusion of the evaluation, the technician recommended that the processor pca be replaced. Customer resolution: the processor pca was replaced and the device passed all performance assurance testing. The device was determined to be fit for use. The device was shipped back to the customer following the repairs. Trending results: over the past year, this is the only similarly coded complaint involving an allegation of the ECG ceasing to show a patient rhythm during a code blue event. Although the reported issue could not be confirmed, it was determined that a potential malfunction of the processor pca could have caused or contributed to the reported failure. The processor pca was replaced and the device passed all further testing. This is an isolated event. There is no evidence of an increasing trend and no indication of a systemic problem. No further investigation is warranted. Conclusion: upon conclusion of the evaluation, it was determined that this was a potential malfunction of the processor pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but not yet received. Date of incident has been requested, but not yet received.

Event description:
It was reported to philips that the device stopped showing the patient's rhythm during treatment for cardiac arrest. The patient involved was being treated for cardiac arrest.